Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
During routine maintenance on the olympus video system center, it was discovered that there was no output (no image) coming from the dvi port when the subject device was paired with an lcd monitor. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomena ¿front panel led lighting error¿ and ¿dvi image is not displayed¿ were caused by defects of electrical boards (zz and dp boards respectively). The phenomenon, ¿line noise appears on the screen¿, was caused by a failure of the receptacle unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿the cv-170 instruction manual has the following description, which may prevent the indicated phenomenon. [Important information ¿ please read before use]. Do not apply excessive force to the video system center and/or other instruments connected. [3.1 precautions for installation and connection]. Use the video system center only under the conditions described in ¿¿ environment¿ on page 305 and ¿ specifications¿ on page 306. Otherwise, improper performance, compromised safety, and/or equipment damage may result. [8.2 storage]. Store the equipment in the level position in a clean, dry, and stable location.¿ olympus will continue to monitor field performance for this device.